Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out of range, shock lead impedance measurement. Additional information was received that the cause of the out of range measurement was not determined. All other measurements were within normal range. The physician will continue to monitor the patient. No adverse patient effects were reported. The device and lead remain in service.